Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of bent sensor cannula. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose is 240 mg/dl. The customer reported that the transmitter did not blink when connected to the sensor. The customer reported that the cannula did not go into the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
The information provided in describe event or problem with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the sensor did not have a bent cannula. The sensor did not seem to ever have an electrode/cannula attached originally.